Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter powers off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2019 (approximate date). She reported that she manages her diabetes with oral medication, diet and exercise and she denies she made any changes to her normal diabetes management regimen, in response to being unable to test her blood glucose. The patient reported that 2 days hours after the issue began, she developed symptoms of ¿sweating, blurred vision and shaking¿. The patient confirmed she did not require or receive and treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, and there was no obvious misuse of the meter. The csr noted that there was evidence that the batteries needed replaced, and when the csr educated the patient, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.